Manufacturer narrative:
Na.

Event description:
The customer stated while using her coaguchek xs meter (serial number (B)(4)) she obtained a low result compared to her doctor's coaguchek xs meter (serial number unknown). At 1:00 pm she obtained a result of 2.6 inr on her meter while obtaining a result of 3.5 inr on the doctor's meter. The tests were done at the same time and a different finger was used for each test. There was no treatment received or medication changed based on the meter results. The downloaded data from the meter showed that the only result on (B)(6) 2016 was 2.7 inr. The customer's therapeutic range is 2.0-3.0 inr. The customer is not on heparin. She does not have any antiphospholipid antibodies. She stated she was feeling okay. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 206463-22) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable. The retention material performed as specified.

Manufacturer narrative:
The customer did not return the strips. A specific root cause for the event could not be determined. Product was not returned for investigation. The returned meter and reference meter was tested with the current masterlot of strips. All inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The returned meter and the retention meter meet the specification.